Manufacturer narrative:
The insulin pump received with no up and act button response due to corroded keypad traces. No sticky button noted. No ramping numbers on their own or scrolling bar moving anomaly noted. The insulin pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and broken battery cap.

Event description:
Customer reported that the numbers on the screen of the insulin pump started scrolling when trying to deliver a bolus. She keeps the insulin pump in her bra. Blood glucose value is 300 mg/dl; treated with manual injection. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.